Event description:
Information was received indicating that during use, a smiths medical cadd legacy plus pump exhibited a no disposable pump won't run alarm and no air was noted. No patient consequences were reported. No adverse effects were reported.